Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. The log file contained approximately 45 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. The loss of external power event occurred twice. The controller operated on backup battery power each time. In both instances, the mpu was the power source before and after the loss of external power event. Set up and use of the mobile power unit are documented in the heartmate ii lvas patient handbook. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate ii lvas patient handbook. Changing external power sources is documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient information was not provided. Serial number was not provided. Approximate age of device- no serial number was provided by the customer. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Patient information not provided. It was reported that the patient experienced no external power alarms. The manufacturer's technical service representative reviewed the log file and observed no external power events on (B)(6) 2019. The no external power events may be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu, the wall outlet, or the house losing power.